Event description:
This is report 3 of 4 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. It was unknown if the patient was hospitalized for the event and treatment information was not reported. The patient recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h13e31025 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted but did not indicate any issues related to the reported event. A batch review was conducted for potentially associated lot numbers h12l13070, h13a04047 and h13b07048 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).